Event description:
The user facility reported that during use of the argon beam coagulator (abc) probe, disposable in a laparoscopic gastroplasty procedure on a (B)(4), female patient, the protective cap on the device was accidently not removed and not noticed during use. The probe was placed through a trocar and down into the patient's peritoneal cavity, where the cap was dislodged resulting in a retained object and the need for a secondary procedure. Reportedly, the retained cap was discovered during a gi study that related to the procedure. A second surgery was performed one day postop, the device protective cap was discovered and removed from the patient's peritoneal cavity. The second procedure was completed with no complications or any injury to the patient. The patient was discharged to home. No apparent injury or any indication that a long term adverse effect has occurred as a result of the retained object.

Manufacturer narrative:
As reported, the argon beam coagulator (abc) laparoscopic probe was discarded by the end-user facility after the original surgery. However, the protective cap that was removed during the second procedure is being retained by the user facility pending legal review. The facility did provide a photograph, which showed the present of the protective cap in the patient's peritoneal cavity and thereby confirmed that the probe was used without removing the protective cap from the device. Based on available information, the root cause of this reported incident is related to user error and the failure to follow instructions as outlined in the device's IFU. In addition, received information from the user facility revealed that the user has acknowledged the reported incident requiring additional surgical intervention was caused by human error. A review of the DHR could not be performed, as the lot number of the device was not provided. In addition, a 2-year review of the complaint history for this device family shows there have been no other reported incidents related to a retained object such as the "protective cap". This reported event is considered as an isolated incident. During this same time frame, over (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode at (B)(4) percent.the laparoscopic argon beam coagulation (abc) probe is a single patient use product, provided sterile. This argon gas enhanced monopolar electrosurgical device is intended to be used through a laparoscopic trocar sleeve. Use the laparoscopic abc probe only in situations where you would normally use monopolar energy. This device is intended for use with conmed electrosurgical generators with abc and abc modules.to reduce the risk of patient injury, the instruction for use (IFU) of this device provides the following instructions, precautions and warnings:- remove tip protector from end of probe prior to use.- use of the handpiece without gas flow may cause severe tip damage. Make certain the abc connector is fully seated into the gas supply receptacle and make sure the gas supply hose does not become kinked or crimped. (Always test for gas flow prior to surgical use by activating the handpiece and directing the active tip toward pooled fluid. Appropriate gas flow will result in fluid dispersion prior to establishment of argon beam). - care should be taken during surgery to prevent inadvertent contact of the handpiece/probe tip with tissue. - before use, inspect the cord insulation and handpiece integrity and condition. If damaged chipped, cut, or nicked, do not use the handpiece/probe.- do not immerse, or pour fluids over the handpiece.- do not touch the nozzle directly to tissue or otherwise bury the nozzle tip in tissue or fluids which obscure visualization of the handpiece/probe tip. - argon beam coagulation should be used only by the surgeons experienced in, and aware of, argon beam techniques and safety. - single patient use. Do not re-sterilize! The ability to effectively clean and re-sterilize this device has not been established and subsequent re-use may adversely affect the performance, safety and/or sterility of the device. Improper operation of this device may compromise devise safety. H3 other text : device discarded by end-user facility